Event description:
3-day old infant in an isolette for continuous positive airway pressure (CPAP) and pulse pressure variation (ppv) for poor respiratory effort when staff heard a popping sound with a flash behind the screen of the isolette. Smoke came out of the back of the screen area. The screen then showed the message "system failure". The child was not harmed in any manner and was taken away from isolette and placed in a bassinette. Staff turned off the isolette, took it out-of-service and a work order placed. There was a lingering scent of melted plastic in the air. No patient harm.

Event description:
3-day old infant in an isolette for continuous positive airway pressure (CPAP) and pulse pressure variation (ppv) for poor respiratory effort when staff heard a popping sound with a flash behind the screen of the isolette. Smoke came out of the back of the screen area. The screen then showed the message "system failure". The child was not harmed in any manner and was taken away from isolette and placed in a bassinette. Staff turned off the isolette, took it out-of-service and a work order placed. There was a lingering scent of melted plastic in the air. No patient harm.